Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion repeatedly. The event occurred during testing in the biomedical service department. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not alarm downstream occlusion repeatedly. A review of the event history log revealed downstream occlusion messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a downstream pressure reading above specification. The downstream pusher shim requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.